Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in the emergency room. Inappropriate antitachycardia pacing and hv shock therapy were observed due to atrial undersensing. Programming changes were made. Patient will be monitored with routine follow-up.